Event description:
Portion of device separated and then traveled through pt's body until it became lodged in the right pulmonary artery. The fragment piece was retrieved using a snare via the right femoral artery.

Manufacturer narrative:
In 2007 - receive email from patient's spouse, he reports patient had problems with device since implantation (2007). Went to hospital and had x-ray performed. Found piece of device broken off and lodged in right lung. The next day - emailed reporter requesting information to properly open and investigate complaint -serial number and catalog number, -implantation facility and physician, -dates of occurrence, -description of complaint. 8/19/2007 - reporter responds that he will forward requested information as soon as available. 8/27/2007 - receive letter (via facsimile) from (patient's attorney) with instructions not to directly contact patient. Notified pfm ag and pfm medical product liability insurance carriers of possible claim. Received instructions not to contact claimants attorney until their attorneys do so first. 08/29/2007 - spoke with a (clinical plastics products sa) regarding issue. Only way for part of the catheter to break off is if the catheter was positioned between the clavicle and first rib during implantation. This would create a pinch off of the catheter. The IFU clearly states not to insert the catheter between the clavicle and first rib during implantation. This could lead to a 'pinch off'. 9/13/2007 - unable to obtain additional information to properly investigate complaint. File MDR with currently available information.